Event description:
Major pump unit(s) involved: external control system failureadditional text: while changing battery, the prong fell off and he became unresponsivespecific component(s) involved: external controller malfunctionadditional text: while changing battery, the prong fell off and he became unresponsiveother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external batteryother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction